Event description:
A balloon ruptured on the second inflation at its rated burst pressure dueing a dilatation of the aorta in a pediatric pt. Another balloon catheter was used to successfully complete the procedure without pt complications. The device was received, evaluated and retained by this MFR. The engineering evaluation indicated the shaft under the balloon was flattened. Microscopic examination revealed a 2mm tear 4mm proximal to the proximal ro marker. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. This device displayed characteristics consistent with contact with a sharp external source, scratches on the balloon surface. It was also indicated this balloon catheter was used for aortic dilatation which is not a recommended use of this device. The balloon also ruptured at its rated burst pressure. Co believes the above factors contributed to this event and does not atrribute it to the device. Co's directions for use state: balloon dilatation catheters are recommended for percutaneous transluminal angioplasty of the iliac, femoral and renal arteries and for the treatment of obstructive lesions of native or synthetic arteriovenous dialysis fistulae. Any use for procedures other than those recommended in these instructions is not recommended. If loss of pressure within the baloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully."